Event description:
A surgeon reported that a patient experienced a corneal burn during the ultrasound phase of a cataract extraction procedure. The surgeon also noted a whitish gelatinous particle injected from the handpiece into the patient's anterior chamber. The surgeon stated that he believes the event was due to the handpiece not being properly cleaned and the irrigation flow was obstructed by the particle seen in the anterior chamber. Additional information has been requested.

Manufacturer narrative:
A service request was associated with this event, however, no additional information was provided. No samples were returned for evaluation. The event log of the system was checked and a system message indicating "flow check failed - excessive vacuum rise" was listed at 9:53 am and that seems to be the time of the incident. A review of complaint for the last 24 months did not indicate any additional similar reports for this system. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4): preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).